Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact report the customer had been experiencing fluctuating blood glucose (bg) levels of 40-200 mg/dl for 5 days. Customer reports eating before going to bed and not entering carbohydrates into the pump to try to address low bg's they are experiencing at night. Elevated bg's are addressed with a bolus of insulin via the pump and low bg's are addressed with orange juice, milk and candy. Contact stated the health care provider had changed customer's settings two weeks prior per to the reported lows. Contact reports the health care provider has requested an adjustment of the basal and correction factor settings.